Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips will not close.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1900477 was manufactured on 06/18/2019 a total of (B)(4) pieces. Lot was released on 06/26/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was returned with blue adhesive residue on the functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to latch onto the bottom jaw. A build-up of biological material was observed in the bottom jaw. The build-up of biological material was manually removed from the jaws and another attempt to fire the device was made. However, the next clip was still unable to load properly. The indicator clip was in the next position of the channel. The indicator clip was fired indicating that no more clips were remaining. The sample was disassembled in order to inspect the internal components. It was found that both jaws were bent in the same direction. The sample was received with 2 clips remaining in the channel, indicating that the end user fired 13 clips. The damage to the jaws prevented the clips from loading properly. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips won't close" was confirmed based upon the sample received. One sample was returned. Upon functional inspection, the clips were unable to load properly even after the buildup of biological material was removed. The sample was disassembled. Both jaws were bent in the same direction. The observed damages to the jaws prevented the clips from loading properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clips will not close.